Manufacturer narrative:
The device involved in the reported incident was evaluated for defects. The eval confirmed that the needle mechanism had not activated due to a mfg defect. The product user guide instructs the user to "check the infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.

Event description:
Caller reported that she had changed pod yesterday and does not remember if insertion needle triggered or not, however, her b/g has been going higher and higher. She removed the pod to find the cannula had not inserted. At the time of the report the user stated that it would be returned for eval.